Event description:
It was reported to boston scientific corporation on september 1, 2008, that a corflo cubby low profile gastrostomy device was used during an enteral feeding procedure performed two days prior. According to the complainant, during the procedure, the locking adapter of the button was damaged when it was connected to the feeding tube and rotated. The complainant reported that excessive force was not applied. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.